Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burning irritation under the electrodes that blistered and became open. The patient saw the physician who performed blood work. The physician recommended that the patient keep the skin dry while wearing the lifevest. The medical outcome of the irritation is unknown.